Manufacturer narrative:
Reported issue of clip failed to release from catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-01511 pertains to the first resolution clip device and manufacturer report #3005099803-2015-01512 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the clip would not release from the catheter to deploy. Another clip was opened for use; however, the same issue occurred with the second resolution clip device. A needle device was used to complete the procedure. There were no patient complications reported as a result of this event.